Event description:
It was reported to philips that the system displayed a low disk space error. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnosis procedure. The patient was transferred to another system to complete the procedure. The philips remote service engineer (rse) examined the system remotely and confirmed that the system displayed a low disk space error. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the hard disk was full. To resolve the issue, the fse recreated image storage in both hard disks. After recreating the image on both hard drives, the system was returned to use in good working order. The codes were updated based on the investigation outcome.